Event description:
It has been reported to philips that the system would not power on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to power on. Upon did some functional test fse confirmed that the tube was defective. The fse replaced the tube. After replacement of the tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.